Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the esheath, valve and delivery system were prepped in the normal fashion without any issues. The system was inserted into the body through the esheath and valve alignment was performed. Delivery system was advanced across the valve and put into position and at this point, the team was not able to pull the pusher back in order to deploy the valve. Multiple attempts were made to pull the pusher back including locking/unlocking the collar, twisting the system, releasing the flex wheel, pulling back and re-advancing. All attempts were unsuccessful. It was decided to remove the entire system with the esheath. Resistance was met when trying to remove the system as a unit at the access site. It was then decided that a surgical cut down would be performed to remove the sheath, valve and delivery system safely. After safe removal, the left groin was accessed with a new esheath, and a 2nd valve and delivery system was prepped and inserted. The 2nd valve was deployed successfully without any further issues. The patient remained stable during the entire procedure without any other complications.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected e4 to unknown. Corrected h3. Corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation finding. The commander delivery system (ds) was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions were reviewed, instruction for use (IFU) for commander delivery system, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The complaints were unable to be confirmed as no applicable procedural imagery was provided for evaluation. No manufacturing non-conformances were identified during engineering evaluation. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The complaint description states, "at this point, they were not able to pull the pusher back in order to deploy the valve. Multiple attempts were made to pull the pusher back including locking/unlocking the collar, twisting the system, releasing the flex wheel, pulling back and re-advancing. All attempts were unsuccessful." Additionally, the case notes revealed the patient had "mild" calcification and tortuosity of the access vessels. If there is tortuosity present in the vasculature, it may be difficult to move balloon shaft through bends in the anatomy. Per training manual, "partially unflexing may help when pulling back the flex catheter." It is possible that navigating the delivery system through a tortuous anatomy can result in built-up tension in the system. If tension is not released, it is possible that the tension may have been introduced onto the system leading to the reported difficulties. Furthermore, the presence of calcification within the access vessel can create a constrained condition and contribute to a non-coaxial withdrawal. Such non-coaxiality, in addition to existing tortuosity, can contribute to withdrawal difficulties as the valve can interact with the patient's anatomy. Without applicable procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (tortuosity, calcification) and/or procedural factors (tension, withdrawal of crimped valve) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.

Manufacturer narrative:
Correction to sections d9, h3 and h6 per returned device evaluation. The 26mm commander delivery system was returned inserted through the sheath and with full loader assembly over the flex shaft. The delivery system was returned locked in the default position with no flex or fine adjust, and the valve crimped over the inflation balloon. The device was visually inspected and the following was observed: no abnormalities observed on crimped valve after removal from delivery system by engineer. Distal tip of sheath split and damage on soft tip. Two kinks on sheath shaft. Abrasion on delivery system flex shaft. Functional testing was performed and the fine adjust and flexion were performed without any issues withdrawing the pusher. Length measurements of the balloon shaft were taken and measurements were within specifications. A definitive root cause is unable to be determined. However, available information suggests that patient (tortuosity, calcification) and/or procedural factors (tension, withdrawal of crimped valve) may have contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.